Manufacturer narrative:
The alarm log was checked on screen, logs were downloaded and send for review. Time period: (B)(6) 2024, no major alarms in log. The following was noted in the ¿as found condition¿: device is in general good condition. The device passed inspection and all performance verification tests (pvt) without any issues. The device was functional as per specification. The device passed delivery accuracy test using graduation cylinder (20.5ml) and scales (20.38ml) the complaint cannot be confirmed, since no problem was found. Comments: the log/log analysis was received on 27-jan-2025 and was attached to the service request# (B)(4). Conclusion ¿ engineering engineering summarizes that the logs showed the user performing six (6) delivery accuracy tests consistent (so far as could be documented in the logs) with the tsm described procedure. Engineering notes that, while the logs can report on the quantity of fluid delivered as counted by the pump, it is not possible to tell from the logs the actual delivered volume as measured in a receiving physical calibrated cylinder. Engineering finds that, so far as can be determined from the logs, the pump is delivering accurately per design. It is, never-the-less, impossible to determine (as noted) if the actual delivered volume in any or all of these six tests, as measured by the customer, was within or outside the delivery accuracy test parameters as reported by the customer. Engineering evaluates the customer¿s complaint as possible but not confirmed based solely on the pump log analysis.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a plum 360 driver intl eng that reportedly failed an accuracy test. The unit was in testing and unit alarmed when the infusion was over. It under delivered, only infusing 18ml instead of 20ml. The pump was tested 5 five times and then the giving set was changed. No patient was involved or connected to the unit during testing and there was no human harm.